Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken and also revealed that the shaft was bent and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. IFU states, ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power setting, and with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted.¿ although the condition of the device can be attributed prolonged use leading to erosion and leading to active tip breaking, a CAPA was initiated to further investigate this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints for this lot of devices that were released to distribution. Further, in the past 12 months, there were 5 other complaints noted with the same failure and root cause. The observed complaint rate is 0.003% and is well below the expected rate of 0.05% per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: &#62728;the end of the product is loosened. The complaint device was received by mitek complaints and upon inspection it was noticed that a piece of the distal tip of the electrode had broken off of the device, and the fragment was also returned. Follow-up email correspondence with our affiliate on (B)(6) 2014 revealed that the complaint device had broken during use, and the surgeon easily removed the fragment from the patient. The complaint device was brand new, not reprocessed. Another electrode was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known when it will be received, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our affiliate is reporting the following to us: ¿the end of the product is loosened. The complaint device was received by mitek complaints and upon inspection it was noticed that a piece of the distal tip of the electrode had broken off of the device, and the fragment was also returned. Follow-up email correspondence with our affiliate on 2-25-14 revealed that the complaint device had broken during use, and the surgeon easily removed the fragment from the patient. The complaint device was brand new, not reprocessed. Another electrode was used to complete the procedure with no adverse patient consequences.